Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The area was described as sweaty and itchy. The patient's nurse recommended the patient call zoll to ask about using powders to treat the area. During a follow up, the patient reported that the irritation was improving due to using milder soap to launder garments.